Event description:
Following a stent procedure, an angio-seal device was deployed. As the physician placed the tension spring, it was noted that the spring went to skin level and the tamper tube was below skin level (which is not an expected event). A hemostat was applied at that time to prevent the loss of the tamper tube. Slight oozing was noted at this time, and was controlled by light digital pressure. The patient was taken to ccu 35 minutes later, and the spring and tamper tube were removed. Bleeding was noted at that time, manual pressure was held for 5 minutes, and then a femostop device was applied; the bleeding was controlled. At this time, patient pulses were noted to be decreased. An ultrasound showed vessel occlusion. The patient was taken to the operating room, where intraarterial collagen was confirmed. The patient was doing well following this procedure, and was discharged from the hospital the next day.